Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a cuff miss [suture retrieval issue] occurred with a proglide device during attempted closure of an unspecified access site relative to an unspecified procedure. The method to achieve hemostasis was not reported. No additional information was provided at this time.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. As the medwatch report was previously filed, the complaint cannot be voided. H6: health effect - impact code 4641 was removed. H6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, this wasn't a complaint case. There was no reported issue with the proglide device. No additional information was provided.